Manufacturer narrative:
(B)(4).

Event description:
During an ent case, while cleaning the plasmablade device, the wire broke on the device tip. Nothing detached from the device and there was no impact to the patient.

Manufacturer narrative:
Product analysis #701631627:brief description of complaint: plasmablade¿ tna - wire break - the wire broke while being cleaned with the included brush. Nothing detached from the handpiece or fell into the patient. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: ¿device name: plasmablade¿ tna ¿product number: ps300-002 ¿lot number: 0211942570 - new design ¿expiration date: 21-sep-2019 ¿quantity returned: 1 testing performed: ¿device packaging inspection: ¿one returned plasmablade¿ tna device with the adenoid tip and the tonsil tip attachments were received inside a fedex shipper box not within biohazard bags with paper to fill the negative space. ¿the display box was returned; the device information was confirmed against the information listed within gc from the display box. ¿there was no paperwork provided. ¿device visual inspection: ¿the tna adenoid tip electrode wire, plastic housing, and suction opening contain tissue and coagulum buildup, which visually relates to the reported complaint description, all other components appear in place and intact, image # 1 thru image # 6. ¿there is eschar buildup on the electrode wire, with the minimal melting of the plastic housing and excessive scratching of the plastic housing; the electrode wire exhibits deformation and is fractured, however, remains attached to the plastic housing. ¿all electrosurgical devices exhibit wear during use and wear is acceptable if it does not affect the safety of the device. The efficacy of the device is not affected by the damage exhibited on the device. ¿the device and adenoid tip were cleaned and the ¿test method procedure for adenoid tip¿ was utilized to determine if the wear of the wire electrode plastic housing is acceptable, image # 3 thru image # 6. ¿acceptable damage: adenoid tip: ¿<(><<)>(><(><<)><(><<)>)>33% of ¿wire square¿ is exposed ¿the melt-back is not wispy or stringy in appearance. ¿unacceptable damage: adenoid tip ¿the wire is fractured, however, remains attached to the plastic housing. ¿excessive wire deformation. ¿the wire has minimal support from housing or deformation in the ventral to dorsal direction during application. ¿insufficient cleaning, technique, and use contribute to the tissue and coagulum buildup on the electrode wire and plastic housing which can diminish device performance, compromise the plastic housing, the electrode wire and can contribute to the clogging of the suction opening. ¿see the reference picture of an adenoid tip - new design for comparison, image # 7 and image # 8. Functional inspection: the functional portion of this complaint investigation was not performed therefore no test equipment was utilized during the complaint investigation. Lhr review: a review of the lhr for lot # 0211942570 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the adenoid tip electrode wire is fractured, however, remains attached to the plastic housing, the wires have minimal support from housing and deformation in the ventral to dorsal direction during application. This complaint will be tracked and trended within gch. Note: the returned adenoid tip is from the new design reference documents: 42-10-1020 rev. H - work instructions for complaint investigations - disposable devices 31-10-1370 rev. J - product specification and quality plan - tna product family 70-10-1447 rev. C - peak plasmablade¿ tna - IFU 61-10-0017 rev. H - device button tactile test procedure 61-90-0700 rev. D - test method procedure for adenoid tip test equipment: the functional portion of this complaint investigation was not performed therefore no test equipment was utilized during the complaint investigation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, while cleaning the plasmablade device, the wire broke on the device tip. Nothing detached from the device and there was no impact to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.